Event description:
At about 3 months from the primary, the patient came in presenting pain due to a loose cup and it was determined that there was no bone growth on the implant which was the cause. The surgeon revised the d 54 shell to a d 62 multi-hole shell, the 36mm biolox head s to a 36mm biolox xl. And the d 36/f liner to a d 36/g liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 9 january 2026. Cup: mpact 01.32.154dht acetabular shell d 54 two-holes t (k230011) lot 2511723: (B)(4) items manufactured and released on 21-jul-2025. Expiration date: 06-jul-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:aseptic loosening is a possible literature-described adverse event after primary joint arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.